Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) exhibited low battery out of box. This ICD was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of longevity anomalies was not confirmed. The device was received at beginning-of-life voltage level, with normal output and telemetry communication. Analysis of the device image indicates multiple capacitor maintenance (capm) events occurred during the device¿s shelf life as expected, resulting in a slight reduction in remaining battery capacity. Longevity assessment found the device meets its projected longevity. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues.